Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Reporter phone:(B)(6). Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. One photo of the complaint device was included in the complaint. The photo was reviewed by the product analysis lab. [Photo review]: one photo with the complaint device was provided. It can be observed that the distal tip of the prowler select plus microcatheter (mc) is flattened. A portion of the plastic tray can be seen, but the mc is already taken out of the package. The rest of the device and package cannot be observed and no further damages were noted. The customer complaint regarding the microcatheter being compressed/flat was confirmed based on the damage observed on the photo. However, the exact time when this condition occurred cannot be determined. The customer complaint regarding the microcatheter being obstructed could not be evaluated based on the photo and cannot be confirmed at this time. The photo provided reasonably suggests that the microcatheter had not been used in the patient since no traces of blood can be seen. Therefore, the flattened tip is not being considered a contributing factor. A review of manufacturing documentation associated with this lot (30577996) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturing record evaluation (mre) was performed. Based on the mre, the reported issue in the complaint is not related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed once the device is returned for analysis. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00131, and 3008114965-2022-00132. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the physician opened the product package to the 150cm x 5cm prowler select plus microcatheter (606s255x / 30577996) and observed that the catheter was compressed / flattened. It was not used in the patient. A new microcatheter, another 150cm x 5cm prowler select plus microcatheter (606s255x / 30615314) was placed in the target position and the physician pushed a 4mm x 23mm enterprise 2 stent (encr402312 / 6610173) into the microcatheter. The stent was impeded at the tip of the microcatheter and could not be advanced further. The physician then removed the microcatheter and the stent together as a unit and new devices were used as replacements to complete the procedure. There was no report of any patient adverse event or complication. One photo of the complaint device was included in the complaint. On 06-mar-2022, additional event information was received. The information indicated that the target vessel was the a2 segment of the anterior cerebral artery (aca). Information relating to which of the two prowler select plus microcatheter was the one that was compressed / flattened when the physician opened the package. The information indicated that a continuous flush was maintained through the microcatheter that was used with the stent. When the stent was removed from the patient, it was still on the delivery wire. There was resistance when the guidewire was being advanced through the microcatheter. The reported event did not result in any clinically significant delay in the procedure. The procedure was completed using another prowler select plus microcatheter and another a 4mm x 23mm enterprise 2 stent.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 17-mar-2022. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00130, 3008114965-2022-00131, and 3008114965-2022-00132. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure, the physician opened the product package to the 150cm x 5cm prowler select plus microcatheter (606s255x / 30577996) and observed that the catheter was compressed / flattened. It was not used in the patient. A new microcatheter, another 150cm x 5cm prowler select plus microcatheter (606s255x / 30615314) was placed in the target position and the physician pushed a 4mm x 23mm enterprise 2 stent (encr402312 / 6610173) into the microcatheter. The stent was impeded at the tip of the microcatheter and could not be advanced further. The physician then removed the microcatheter and the stent together as a unit and new devices were used as replacements to complete the procedure. There was no report of any patient adverse event or complication. One photo of the complaint device was included in the complaint. On 06-mar-2022, additional event information was received. The information indicated that the target vessel was the a2 segment of the anterior cerebral artery (aca). Information relating to which of the two prowler select plus microcatheter was the one that was compressed / flattened when the physician opened the package. The information indicated that a continuous flush was maintained through the microcatheter that was used with the stent. When the stent was removed from the patient, it was still on the delivery wire. There was resistance when the guidewire was being advanced through the microcatheter. The reported event did not result in any clinically significant delay in the procedure. The procedure was completed using another prowler select plus microcatheter and another a 4mm x 23mm enterprise 2 stent. One photo of the complaint device was included in the complaint. The photo was reviewed by the product analysis lab. [Photo review]: one photo with the complaint device was provided. It can be observed that the distal tip of the prowler select plus microcatheter (mc) is flattened. A portion of the plastic tray can be seen, but the mc is already taken out of the package. The rest of the device and package cannot be observed and no further damages were noted. The customer complaint regarding the microcatheter being compressed/flat was confirmed based on the damage observed on the photo. However, the exact time when this condition occurred cannot be determined. The customer complaint regarding the microcatheter being obstructed could not be evaluated based on the photo. The photo provided reasonably suggests that the microcatheter had not been used in the patient since no traces of blood can be seen. Therefore, the flattened tip is not being considered a contributing factor. The manufacturing record evaluation (mre) was performed. Based on the mre, the reported issue in the complaint is not related to the manufacturing process. The complaint product was returned and received for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received. Visual inspection was performed. It was observed that the microcatheter is slightly curved at 45.75 inches from the proximal end. Additionally, flattened sections were observed at 57.25, 57.5 and 59 inches from the proximal end. The inner diameter (ID) and outer diameter (od) of the microcatheter were measured and confirmed to be within specifications. Due to the angle of the photo provided in the complaint file, the microcatheter appears to be flattened at the distal tip, however during analysis that distal tip was not found to be compressed but the adjacent portion of it. The reported issue documented in the complaint was confirmed due to the findings observed. However, both returned prowler select plus microcatheters showed similar conditions suggesting there might have been procedural factors not listed on the event description that may have contributed to the failure mode. A review of manufacturing documentation associated with this lot (30577996) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following precaution: * if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00130, 3008114965-2022-00131, and 3008114965-2022-00132. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.